Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 1100 mg/dl. Customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2021 with no permanent damage. The customer alleged an unspecified issue with the pump, however, tandem technical support did not identify any pump issues. In addition, the customer used the cartridge and insulin beyond labeling. Tandem technical support educated the customer on cartridge and insulin labeling. The customer declined further troubleshooting with tandem technical support.